Manufacturer narrative:
Product investigation is in progress.

Event description:
End of my string starts pulling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4282243062w22:592,4283243062w01:091.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
End of my string starts pulling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4282243062w 22:592, 4283243062w 01:091.